Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a system error (se) 2240 (air in set) occurred during initial drain was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during drain 1 of 4. The baxter technical service representative (tsr) advised the care giver (cg) that the se 2240 indicated air had entered the setup. The tsr had the cg cycle power and se 2367 alarmed. The tsr advised the cg that the therapy had ended and the will need to start over with new supplies and make sure that the supply lines were clamped off. As per the troubleshooting questions, the tsr documented that the patient had use an extension line. The tsr also documented that there was an unused supply line with an open clamp. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the hp's wife, (B)(6) on (B)(6) 2011 regarding the reported problem. She stated that she ended up starting over with new supplies and hasn't had any problems since. She stated that nothing unusual was noticed with the products at the time and has discarded all supplies and does not recall the lot number. She stated she notified the nurse and the hp is doing fine and resuming with therapy as usual. No injury or medical intervention was reported.